Event description:
It was reported that during a ptca/stent procedure, the dynalink was prepared, inserted, and advanced to the lesion. The introducer sheath was stablized, and the stent was positioned. The position was confirmed angiographically before unlocking. During deployment of the stent, it was observed to move forward as the handle was unlocked. The stent was deployed, but it did not cover the lesion completely. The stent was post-dilated with a balloon catheter and upon withdrawal of the system, great resistance was encountered. Another stent was used to cover the lesion.